Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t start up. Upon troubleshooting fse found that the suite pc would not start. To resolve this issue, fse restarted the system which temporarily rectify the issue. After that, fse replaced suite pc, reinstalled software and installed new license and backup reloaded. The failed component was returned to philips for analysis and confirmed that the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.